Manufacturer narrative:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked, preventing the device from entering the sheath properly. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The physician was certified on the use of the mynx control vcd. The device had been stored according to the instructions for use (IFU) at a temperature not exceeding 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU with no difficulty, and the device was not purged of air during preparation. A 6f non-cordis sheath introducer was used during the procedure with no kinks noted upon removal. There was no damage to the device button. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5 mm with reported moderate tortuosity. Additional information was requested but not provided. One non-sterile 6/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed and button 2 was not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was exposed but still mounted on the unit delivery shaft. In regards of the sealant sleeves conditions a frayed/split/torn condition was observed. The returned catheter sheath introducer (csi) 6f non-cordis was received not inserted in the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, what appeared to be a sealant was received separately in a plastic bag; however, it did not belong to the returned device, as the sealant on the actual unit was observed exposed but still mounted on the unit delivery shaft. No additional anomalies were observed during this analysis. The catheter working length was verified and noted to be within the defined parameter. A dimensional analysis in the slit of the sealant sleeves could not be executed due to the frayed/split/torn condition of the sealant sleeves. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in a distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed. Although a csi was returned, the attempt to perform the compatibility verification test using both the returned csi and a lab sample was unsuccessful due to the frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a frayed/split/torn condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was mildly tortuous), procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (although no damage was reported) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the limited information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 6/7f mynx control vascular closure device (vcd) was damaged/cracked, preventing the device from entering the sheath properly. Manual compression was performed to achieve hemostasis. There was no reported patient injury. The physician was certified on the use of the mynx control vcd. The device had been stored according to the instructions for use (IFU) at a temperature not exceeding 25 °c. No anomalies were noted prior to use. The device was prepared according to the IFU with no difficulty, and the device was not purged of air during preparation. A 6f non-cordis sheath introducer was used during the procedure with no kinks noted upon removal. There was no damage to the device button. The stick location was above the femoral head, and the vessel diameter was verified to be greater than or equal to 5 mm with reported moderate tortuosity. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per pe findings, the sealant on the unit was observed exposed but still mounted on the delivery shaft.